Event description:
It was reported that the patient had an emergency backup battery (ebb) fault and the fault did not clear with a self-test. The patient had an ebb fault on (B)(6) 2026 and the ebb was changed at the time, however due to the repeat ebb fault, the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the downloaded log files. The downloaded log files revealed multiple intermittent backup battery fault alarms were captured throughout the log file. The alarms were associated with the backup battery not passing the load test. When the alarm first activated in the log file, the loaded and unloaded voltages of the backup battery at this time were 11.411 volts and 12.288 volts respectively. The loaded voltage was at least 0.8 volts below the unloaded voltage at this time, ultimately triggering the backup battery fault alarm. The driveline was disconnected on (B)(6) 2026 at 20:23:25 consistent with the reported controller exchange. No other notable events were observed and the pump appeared to function as intended. The system controller was returned for analysis and was able to support a mock circulatory loop for an extended duration without issue. The system controller (B)(6) functioned as intended throughout testing. Provided information indicated that the patient had a backup battery fault on (B)(6) 2026 and the backup battery was exchanged. The alarms returned so the controller was replaced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault and no external power alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.